Manufacturer narrative:
This report is submitted on april 05, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with antibiotics (type and duration not reported) on (B)(6) 2021, however, the issue did not resolve. The patient experienced a wound breakdown exposing the receiver/stimulator resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.